Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a power (moisture ingress) issue. It was noted that there was moisture within the battery compartment. There was no allegation of an adverse event associated with this complaint. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 06/28/2017 with the following findings: review of the black box data revealed unexplained power on reset events recorded on (B)(6) 2017. On examination, moisture was visible in the battery compartment. Leak testing revealed moisture leakage due to a crack in the battery compartment. The returned battery was intact and without damage and able to fit properly to the pump. The battery cap was fastened and then unscrewed ½ turn leading the pump to reboot. Investigation duplicated the complaint. The battery cap was fastened and the pump was exercised with no further power interruptions occurring. The pump cover was removed for further investigation and did not reveal any damage, defect or contamination of the pump¿s interior components. (B)(4).